Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an atrial flutter ablation procedure. Upon interrogation, it was noted that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. No intervention was performed. The patient was stable.